Manufacturer narrative:
The customer was contacted for return of the suspect product. The customer has responded and indicated the product will not be returning to zoll because the device has been taken out of service.

Event description:
Complainant alleged that during biomed testing the device was intermittently unable to power on. Complainant indicated that there was no patient involvement in the reported malfunction.